Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 418 mg/dl. Patient's current blood glucose: 200 mg/dl. Customer stated that they having problems with insulin pump and don't think they getting insulin. Customer stated that the top of insulin pump is broken and was getting no delivery alarms. Customer believes the broken insulin pump contributed to high blood glucose she has been experiencing. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at up arrow button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm excessive no delivery alarms and unable to perform any tests due to button unresponsive. Device received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o ring, cracked reservoir tube window, cracked case reservoir tube window corners, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.